Manufacturer narrative:
Additional information was received on 27-apr-2025: the current patient condition was worse, and the hospitalization period has been extended due to cardiopulmonary function returns but unconscious. The patient did not have open chest surgery. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31469393l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and percutaneous cardiopulmonary support. In the atrial fibrillation second procedure, gap ablation for pulmonary vein isolation (pvi) and non-pulmonary vein (pv) ablation were performed. There was a recurrence in the left inferior pulmonary vein (lipv), and the lipv gap was ablated. Non-pv firing was also confirmed due to pharmacological stress and ablation for the anterior walls of left atrium (la) and right atrium (ra) was performed using the csi tag as indicators. Af was stopped and considered the end point. After the procedure, pericardial fluid was observed with ultrasound, and drainage was performed. The drainage was successfully completed. However, blood pressure subsequently dropped, and the patient was admitted to the intensive care unit (ICU). The hospital stay was prolonged. Ablation was performed prior to the cardiac tamponade identified. Steam pop was not confirmed. No abnormalities were observed prior to or during use of the product. Septal puncture was performed with an rf needle. Additional information was received on 24-mar-2025. Patient condition worsened. The cardiopulmonary function has recovered, but the patient was still unconscious. The patient was on percutaneous cardiopulmonary support. One transseptal puncture site was performed during the procedure.